Event description:
It was reported that the ventilator had unstable oxygen concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had unstable oxygen concentration. Our field service engineer investigated the ventilator on site. The o2 gas module was replaced and sent for further investigation. Simulated use testing of the returned o2 gas module failed the pre-use check with internal leakage test, o2 cell/sensor test, flow transducer test and patient circuit test. Paw high, expiratory minute volume: high, o2 concentration: high and high continuous pressure alarms were activated. The o2 concentration was higher than set (99% instead of 60%). Our investigation has concluded that the reported problem was due to a major drift in the delta pressure sensor on a printed circuit board inside the gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.